Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's next to kin reported via phone call that the customer had hypoglycemia and hyperglycemia. The customer reported that the high blood glucose was 20 mmol/l. It was reported that the customer treated the high blood glucose with manual injections. The customer reported that the low blood glucose level was 3.0 mmol/l. It was reported that the customer treated the low blood glucose with food. It was reported that the customer was able to rewind the insulin pump and there were no leaks. It was reported that the insulin pump passed the high pressure test. The customer reported that there was no issue with insulin pump. The product is not expected to return for analysis.